Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer requested assistance turning the auto-off feature off. Tandem technical support guided the customer through adjusting the pump settings. Customer had elevated blood glucose (bg) levels (271 mg/dl). Customer delivered a bolus to bring bg levels back to target range.